Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the root cause could not be determined. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the distal end of the catheter. The clinician was holding the catheter proximal to the valve. What appeared to be a drop of fluid was seen near the valve. However, the region of the photograph that depicted a potential leak was blurry. It could not be determined if the fluid was emanating from the valve or from a damaged area near the valve. Drops of fluid were observed on the drape which was situated beneath the catheter. The proximal connector piece and an end cap were observed in a tray in the background of the photograph. What appeared to be a pink fluid was observed within the tray. Due to the quality of the returned photograph, the complaint of a leak was confirmed but the exact root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during catheter flush, fluid leakage was detected 2 cm from the catheter valve. A new catheter was replaced and the patient's catheterization was continued. No patient injury.